Manufacturer narrative:
Manufacturer investigation conclusion: the reports of pump thrombosis, elevated lactate dehydrogenase (ldh), and bleeding could not be confirmed. A direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. Heartmate ii lvas, serial number (B)(6), was ultimately exchanged for another heartmate ii device on (B)(6) 2018. The device was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6)2018, the patient's international normalized ratio (inr) was subtherapeutic at 1.4, and they were prescribed lovenox. It was later discovered that this prescription had not been filled due to the high copay. On (B)(6)2021, the patient's inr was at 2.1. Their lactate dehydrogenase (ldh) level began to rise to a level of 680 on (B)(6)2018 from a baseline of 239 ((B)(6)2018), and persantine was started. The patient was admitted on (B)(6)2018 with dark amber colored hematuria. Upon admission, they were started on heparin drop (gtt), milrinone, and integrilin infusion with a plan for a pump exchange due to pump thrombosis. A review of the device alarm history on (B)(6)2018 found no concerning alarms. The pump parameters were as follows: flow 3.9 lpm, speed 10,600 rpm, pulsatility index 2.9, power 6.7 w. The patient's mean arterial pressure was 86. The patient underwent a pump exchange on (B)(6)2018. The implant approach was a mid sternotomy. The patient transferred hospitals on (B)(6)2018 and was ultimately discharged on (B)(6)2018.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Patient gender was requested but has not been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2018 at montefiore medical center. The patient was discharged (B)(6) 2018.